Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device conformed to specifications and that there were no abnormalities in manufacturing, special adoption, and variations. It was confirmed that there was no variation. It is highly likely that the tip of the scope connector was chipped or broken, causing excessive stresses to be applied to the video connector terminal when inserting the scope, resulting in the terminal buckling and indication phenomenon. It is likely user-attributed because it was an event attributed to the connected scope. The instructions for use includes the following statements which can prevent the issue from happening: do not apply forceful force to the connectors. The connectors may be broken.

Manufacturer narrative:
Additional information for this event is not yet known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the no image issue as reported by the customer was confirmed. This is attributed to the bent pin inside the video connector. Video connector needs replacing. The device has up-to-date switch.

Event description:
As reported for this event, the device yielded no image when connected to the enf-v2 scope. There is no reported patient harm.